Event description:
It was reported by remote transmission the patient was admitted for muscle stimulation in the location of the pacemaker pocket. Further analysis of the report indicated the ventricular lead thresholds are higher in the unipolar configuration. Follow up determined reprogramming was done. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 4068 implantable pacing lead 2000 (B)(6). (B)(4).